Event description:
A caller reported a malfunction on the pump, indicated by malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any malfunction code reappeared.